Event description:
Rec'd info stating patient was hospitalized due to high bg's (600's) and ketones. Patient was treated with manual injections.

Manufacturer narrative:
No product has been returned for evaluation. Should new info become available, a f/u MDR will be submitted. During further troubleshooting reporter indicated patient wears cartridge for more than three days. T:slim user guide states novolog was tested up to 72 hours.